Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2015. A post laparoscopy was performed and a "tiny perforation" was visualized in the uterus. No intervention was required. The patient was discharged and "doing fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).